Manufacturer narrative:
No product was returned to vsi/teleflex for investigation. A manufacturing record review was completed and no related nonconformances were found therefore, supporting the device met material, assembly and performance specifications. The event description states patient suffered new onset of a-fib with rates 120 bpm and frequent pvcs 3 days post procedure of cto pci of rca. A trapliner was one of the study devices used in the case. No product was returned for investigation. Account stated that the new onset of a-fib is probably attributed to the volume overload and myocardial manipulation performed during the index procedure. The symptom is a heart rhythm related issue and not directly related to the use of trapliner. Based on limited procedural information, it is unknown if trapliner contributed to adverse event. Patient was treated with sync-cardioversion and medical management with amiodarone load. This event was resolved with no sequelae. Based on the information, the most likely root cause is undeterminable.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during the study 30-day conducted on (B)(6) 2021 it was reported that 3 days post-procedure the patient suffered new onset of a-fib with rates to 120 bpm and frequent pvcs. This new onset of a-fib is probably attributed to the volume overload and myocardial manipulation performed during the index procedure performed on (B)(6) 2021 of a cto pci of the proximal rca in which a turnpike (study device), trapliner (study device), spectre guidewire (study device) and raider guidewire (study device) were used. Patient was treated with sync-cardioversion and medical management with amiodarone load. This event was resolved with no sequelae. Mdrs associated to: MDR 2134812-2021-00017 raider gw. MDR 2134812-2021-00018 spectre gw. MDR 2134812-2021-00020 turnpike lp.